Manufacturer narrative:
The customer reported that their blue bedside monitor (bsm) spo2 is illuminating, but not picking up any sat. The yellow spo2 registers without issues. No harm or injury was reported. Fresh post-op in this bed spaces is making equipment change-out not ideal. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following core unit (g9) was used in conjunction with the bsm, but did not experience failure: bsm - model: cu-192ra. S/n: (B)(4). Approximate age of the device: 6 months. Device manufacturer date: 06/24/2020. Unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their blue bedside monitor (bsm) spo2 is illuminating, but not picking up any sat.

Manufacturer narrative:
Details of complaint: the customer reported that the blue spo2 probe for the bedside monitor (bsm) was illuminating, but not picking up o2 saturation readings. The yellow spo2 probe was registering without issues. No patient harm or injury was reported. Investigation summary: during troubleshooting, the customer was able to get an o2 saturation reading, however, they indicated that it was lower than what the yellow spo2 cable had provided. The complaint unit was returned and evaluated by nihon kohden repair center (nk rc). Nk rc was unable to observe/duplicate the reported issue. The complaint unit passed the testing performed per operator's/service manual. No other issues were observed on the device. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, a definitive root cause could not be identified. However, it is possible that the blue spo2 cable was damaged or had failed. Cable damage may occur due to normal wear and tear or due to human factors. Cables that are often disconnected and reconnected or are positioned in areas where they are in possible contact with other objects or people are more susceptible to physical damage. Cable damage may also occur due to improper use of the cable (i.e., incorrect, or forceful insertion of the cable on the wrong port of the device. Possible root causes for cable damage are normal wear and tear or mishandling.

Event description:
The customer reported that the blue spo2 probe for the bedside monitor (bsm) was illuminating, but not picking up saturation readings.